Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was revised and placed into the target vein. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: lnq11, icm, implanted: (B)(6) 2014. (B)(4).